Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 53 mm diameter abdominal aortic aneurysm. The aortic neck was 22 mm proximally and 25 mm distally with a length of 12 mm. The right iliac artery is aneurysmal measuring 36 mm proximally, 35 mm, 25 mm and 24 mm in diameter from proximal to distal. The left iliac was 19 mm proximally and 23 mm in diameter distally with a 90 degree angulation. The patient presented to the ER with a cold left leg three days post implant. It was reported that it appears that the flared limb is partially in the left external iliac artery which caused the stent graft to occlude. The physician stated the event was related to the device. The patient got a fem-fem bypass and the occlusion was successfully resolved. No additional clinical sequelae were reported and the patient is fine. Two short angio videos during implant were reviewed. The first video prior to implant shows that the right internal iliac artery has been coiled. The distal left common iliac artery is angulated >90 degree near the iliac bifurcation. The second video confirmed that the distal end of the left limb was implanted into the left iliac. The limb partially extended into the left external iliac artery. The right limb was implanted into the right external iliac artery. Both limbs were patent. Images during the reported occlusion event several days post-implant were not available for return. The cause of the occlusion could not be determined from the films provided. It is possible that placement into the left external iliac artery may have contributed. This inaccurate placement may have been caused by the severely angulated left common iliac artery.

Manufacturer narrative:
(B)(4).